Event description:
It was reported that the device would lock up and display "service" across the screen after approximately 10-15 minutes of on-time. The device had its service indicator illuminated and had logged multiple event codes in the service history. There was no patient use associated with the reported failure.

Manufacturer narrative:
After verification of the reported failure, the customer declined repair with physio and requested that the device be returned, un-repaired. No further testing or troubleshooting has been performed. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control received the approval from the customer to repair the device. Physio replaced the memory pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio determined that the cause of the reported failure was due to a loose connection between the memory pcb assembly and the system pcb assembly. The loose connection was due to the memory pcb mounted jack connector, designator j2.